Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call being admitted to hospital because of diabetic ketoacidosis due to infection in his mouth. The customer was calling for losing transmitter. The customer¿s blood glucose level was unknown at the time of incident. No further details provided. Frn-model unknown ¿ reservoir unomedical-model unknown-infusion set